Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead caused perforation to the patient. The patient appeared fine a day after the procedure. Additional information obtained from the field representative indicated that perforation was in the rv apex through contrast dye and echocardiogram. No additional adverse patient effects were reported.